Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent vibration. No additional event or patient information is available. The receiver has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver failed to charge ot boot, down loaded receiver logs. Yes, found call tech support err121 on the screen. Unable to perform functional test's, unable to run tests because of call tech support error performed manual functional tests "try it because of call tech support error on the screen. The receiver case was open for internal inspection and pass. Measure the vibrator resistance. Vibrator resistance within specification. The reported event of a an intermittent vibration was undetermined. A root cause could not be determined.